Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received. A follow up with the customer on (B)(6) 2015 indicated that the customer's blood glucose level was fine.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 300 mg/dl. It was reported that the customer currently had a working cartridge.